Manufacturer narrative:
The connection strength between the clear tube and white portion of the drain glued to the clear tube was tested in the retain sample from the same lot and found to be very strong (twice above the minimal requirement). In 2019 we observe have sharp increase of reports on breakage in these drains during use, in connection area. The breakage was associated with the new tool used for the production of connector which connects clear tube and white draining portion in these drains. Following this increased rate, on 06/28/2019, degania initiated recall #8030107-06/28/2019-001-r to remove all drains in which new design of connectors was used. The lot number p1836201 reported for this complaint is part of the recall since it is assembled using thinner design connector from the new tool.

Event description:
Customer reports: item was broken inside the patient during the procedure. Updated information: did the drain detach or break off inside of the patient? Yes. If yes- when, during placement or removal? Removal. If the drain broke or detached off inside of the patient, when was the drain placed and when was it removed? Drain was placed (B)(6) 2019 during surgical procedure and broke during removal (B)(6) 2019. Broken end removed in surgery on (B)(6) 2019. Was the drain sewed to the patient's skin to hole it in place? Yes. Was the drained removed and if so, how was the drain removed? Drain broke during removal. The drain suture was removed and the drain broke while being removed from wound. How much of the drain was inside of the patient at the time? All of the white fluted segment and the clear segment up to the black dot. Did the patient require any medical intervention? Yes, the patient had to be brought back to surgery to retrieve the broken end of the drain that retracted back into the wound. Product related information: can you provide a detailed description of what happened? Drain broke during removal from patient and the piece that broke off inside retracted into the patient. Do you know what product number is for the drain? Jp-2188. What type of procedure was the product being used for? Breast reduction mammoplasty. Can you provide the lot number? P1836201. Can provide a picture of the broken area now, but also send the actual sample for investigation? I sent the pictures I took after removal of broken drain then discarded it. Please provide the title of the person operating the device (no name)? - FDA will ask for this information. Dr. Tamir mosharrafa m.d. Please provide age, weight, date of birth and gender of the patient or injured staff member- FDA will ask for this information. Age-(B)(6) yrs, wt-(B)(6)lbs, ht-5'3", female.